Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and do not show system notices or issues for the date of event. Bin files show that at least 9 injections were performed with the catheter.

Event description:
Medtronic received information of a phrenic nerve injury that occurred during a cryoablation procedure. User lost phrenic nerve capture while ablating in the right superior pulmonary vein. The procedure was completed with radiofrequency (rf) ablation rather than cryoablation. At the end of the procedure, phrenic nerve capture had not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.